Event description:
Patient was placed on heparin drip in emergency room at 21 ml/hr. In ICU reweighed and down 20 ml/hr by 2 rn's. Shortly after discovered bag was empty. Charge and rn state pump showed infusion rate on screen at 20. Vtb was still greater than 400 mls. Tubing on top of pump was slightly set wrong (to high).